Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak of saline and gadolinium while administering medication to the patient during an MRI procedure. There was no patient harm.